Manufacturer narrative:
The reported events were dislodgement, lead slack issue, and over-sensing noise due to leads were not properly suture down. As received, a complete lead was returned in one piece for analysis. Electrical, mechanical, and visual analysis was normal with no anomalies found.

Event description:
Related manufacturer reference number: 2017865-2022-50840. It was reported that the patient presented in clinic due to syncope. Under fluoroscopy a dislodgement and interrogation revealed noise oversensing on both the right ventricular (rv) lead and the atrial (ra) lead. The physician elected to explant and replace the rv and ra lead. The patient was in stable condition.